Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system smart remote manager (srm) failed. A field service engineer (fse) powered down the station, removed and replaced the latch, reassembled the unit, and rebooted the system. The functionality was tested using the hardware test application (hta), confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system smart remote manager (srm) was failed. It did not provide an option to recover. The customer tried to reboot and recover but the issue persisted. The customer stated that this malfunction occurred when the user tried to issue medication to patient and caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.